Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 415 mg/dl. It was unknown whether customer was using auto mode. The insulin pump will not be returned for analysis.